Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The patient was dependent on this crtd device. The health care professional (hcp) performed troubleshooting testing and all other lead parameters were in normal range and provocative maneuvers were negative. The left ventricular (lv) lead was programmed from tip to device instead of tip to right ventricular (rv) lead. The physician decided to switch ra channel off and program vvi mode. X-ray imaging will be performed, and the plan is to continue monitoring. This rv remains in service. No adverse patient effects were reported.